Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose on her onetouch ultralink due to a battery indicator on the display. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient stated the alleged issue began on (B)(6) 2011 at approximately 10am. The patient informed the mss that she manages her diabetes with novolog flex pen and is a self adjuster. The patient denied taking any action in regards to her usual diabetes management routine as a result of the alleged issue. The patient claimed that immediately after the alleged issue began she developed symptoms of "stress, weakness, dry mouth and thirst." The patient informed the mss that she could not recall that exact of the start of her symptoms and could not recall whether she received or administered treatment for her symptoms. At the time of troubleshooting, the cca noted that battery needed to be replaced per in ultralink meter specifications but the patient did not have a battery available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.